Manufacturer narrative:
Additional/corrected information. Please note: the correct manufacturing site number for the device reported on is (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
As a lot number for the device was unavailable, a unique device identifier was unable to be generated. As a lot number for the device was unavailable a manufacturing evaluation was unable to be conducted. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On date unknown, 2018, a follow up examinations revealed distal type I endoleak associated with a gore® excluder® iliac extender endoprosthesis. Enlargement of the aneurysm was also reported; however the amount was unknown. On (B)(6) 2018, the patient underwent reintervention and coverage was extended with placement an additional contralateral leg component within the iliac extender component. The patient tolerated the procedure and the endoleak was reported to have been resolved.